Event description:
I had a bone fusion to help with degenerative joint disease. This seemed to help the problems I was having for a short while. Then I was plagued with a long period of severe pain while standing, walking, or anything; so I went to the doctor. The screw that had been used had worked its way loose and was coming out. I had to have surgery to have it removed. I kept the screw. They put it in a plastic urine collection container. I really hadn't looked at it that close, but when I did it was very obviously cut while being made. The threads of the screw have a big piece cut out. I had the surgery to take this out in 2010.